Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer faceplate was touching the faceplate of drawer 5. Drawer 4 was adjusted up, but the problem persisted. A field service engineer adjusted drawer 5 down, and the drawer is now working, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failing. The customer reported that the malfunction occurred while the user trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.